Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 40 mg/dl at the time of the incident. The customer used glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer alleged pump over delivery. Troubleshooting was completed but did not resolve the issue. The customer got a high of 556 mg/dl on (B)(6) 2020. The insulin pump, reservoir, and infusion set will be returned for analysis.